Manufacturer narrative:
Correction: d1: brand name, d3: device manufacturer name, d4: model#, d4: unique identifier (UDI)#, g4: combination product. H11: the device was received for evaluation. During evaluation, the reported problem of 'did not restart after ds occ' was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of calibration downstream sensor and loose downstream tubing guide. The downstream tubing guide will be replaced and downstream sensor will be calibrated to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump didn't restart after downstream occlusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.